Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer's home nurse gave the customer a full reservoir of insulin which resulted in the customer going into a coma. The customer was able to recover, but was unable to speak with the helpline. The customer's blood glucose reading was unknown. The caller wanted to know if a sensor could prevent an incident like this. The caller was advised on the question. Nothing was replaced or returned.